Manufacturer narrative:
The repair for this device cannot be conducted, due to a backorder status of a part (battery) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's battery voltage was below specification. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator's battery voltage was below specification. The customer requested a quote for a replacement battery. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).